Manufacturer narrative:
(B)(4). The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow-up, a da error was observed when this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated. It was reported that the patient had undergone radiation therapy and a magnet was applied to temporarily suspend tachycardia therapy during the procedure. A memory download was sent to boston scientific technical services (ts) for further review. A ts consultant reviewed the data and confirmed that a magnet had been applied to the s-ICD several times for about 4 minutes during each session. It was also confirmed that two da errors had occurred and both self-corrected. The s-ICD is operating normally and can provide therapy for the patient. No adverse patient effects were reported.